Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿obstruction of biopsy channel¿. The insulation threshold of the distal end cover was less than the specified value. The light guide rod lens was cracked. The distal end cover had a sharp edge. The bending section cover was porous. The bending tube was deformed. The connecting tube had a scratch. The ceiling plate had a dent. The paint of the air /water cylinder nut and suction cylinder nut was peeled off. The key top 1 had cuts. The switch box unit and stiffness control ring had scratches. The universal cord had a scratch. The play of the angle knob was out of normal state and angulation in all directions was less than the specified value. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability and water contact does not meet the standard value. The air/water function was less than the specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, obstruction of the biopsy channel was noted during reprocessing. The reprocessor displayed a message regarding obstruction during cleaning. The device was manually cleaned; however, the same message was displayed again. The customer does not know what the foreign material was. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.